Event description:
The consumer indicated her tampon came apart upon removal and tampon pieces remained inside her. The consumer stated when you removed the string there was a small piece of the tampon attached and the other half remained.

Manufacturer narrative:
Device history record is in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.